Event description:
A customer reported to baxter (B)(4) of an administration set that was primed and hanging with the set for four hours. The bag was emptying and there was a pool of fluid on the floor from the cracked tube. The event occurred prior to usage. There was no report of patient/user involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). One actual sample was returned for evaluation. The sample arrived out of the pouch and spiked into a 250 ml (B)(4) solution bag. The set was fully primed. Visual inspection showed that the roller clamp had been spiked into the bag and in the open position. The set was removed from the (B)(4) solution bag and spiked into an in house 1000 ml solution bag containing reverse osmosis water. The set was then re-primed and all clamps were checked for shut off. The set was also checked for leaks. The set primed and flowed as normally with complete shut off noted at all 4 clamps. No visual leaks were noted during priming or flow. Therefore, the reported condition was not confirmed. An assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.